Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, the customer did not believe that it was due to the pump; however, the cause was unknown. Customer declined troubleshooting with tandem technical support, and declined to provide additional information.